Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.5 inr, qc 3: 5.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 2:29 pm the meter result was 3.2 inr. The customer did not believe the result and decided to retest. At 3:58 pm the meter result was 5.3 inr. The results were reported to the customer's doctor, but no dosage adjustments were made. The customer's therapeutic range is 3.0-3.7 inr.